Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the self-cath tip broke. The patient is keeping the cath inserted overnight and then irrigating with it in the morning. The ¾ inches of the catheter tip fell off/ broke inside the user. Surgery is scheduled to remove from bladder.